Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 222 bd plastipak¿ luer lock syringes' packaging units had no perforation on them. The following information was provided by the initial reporter, translated from spanish: "blister without cut marks. During production, 222 pieces of 3cc bd luer lock syringe were detected with blisters that do not have cut marks, therefore it cannot be separated. The material was segregated and blocked as it cannot be used in this way."

Manufacturer narrative:
H6: investigation summary: one photo and video received by our quality team for investigation. Upon visual inspection, packaging with reference (B)(4) and lot number 0279362 are displayed, it is observed the blister packaging does not have an intermediate longitudinal cut between them, therefore the failure is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with lack of pressure or wear on the cutting blades.

Event description:
It was reported that 222 bd plastipak¿ luer lock syringes' packaging units had no perforation on them. The following information was provided by the initial reporter, translated from spanish: "blister without cut marks. During production, 222 pieces of 3cc bd luer lock syringe were detected with blisters that do not have cut marks, therefore it cannot be separated. The material was segregated and blocked as it cannot be used in this way."